Event description:
It was reported that the device is loose and a revision surgery is scheduled. Persistent radiolucent lines around the cup, never recovered from pain post-op, start-up pain and pain with movements.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s. .